Event description:
This pt was admitted for coronary intervention of a highly calcified, tortuous, angulated, lesion in the distal lcx. A cordis 6fr, xb3.5 guiding catheter and a boston scientific pt2 ptca guidewire were used to access the vessel. The lesion was predilated with a 2.0x20mm voyager balloon. The physician advanced a 3.5x23mm cypher select stent to the lesion; however, the lesion was too calcified and angled, and the stent would not cross. When he tried to pull back the stent, it caught on the edge of guiding catheter tip. The physician was able to remove the stent and delivery system without incident. A 2.5x24mm taxus liberte stent was used to successfully complete the procedure.

Manufacturer narrative:
In summary, following an unsuccessful attempt to advance the cypher stent to the target lesion in the distal left circumflex (lcx)the stent, the physician reported withdrawal difficulty as the stent became caught on the edge of the guiding catheter. The device was successfully removed without injury to the pt. Indication for the initial eval of the female pt is unk. No past medical history is provided. The lcx was described as very calcified and angulated. The safety and effectiveness of the cypher stent has not been established for use in this type of lesion. The lesion was pre-dilated but the cypher failed to cross due to the complex lesion characteristics. Based on the available info, lesion characteristics may have contributed to the stent damage, which appears to be the cause of the reported withdrawal difficulty. Upon inspection of the returned product, the customer complaint was confirmed. One non-sterile cypher was rec'd coiled inside a plastic bag. The proximal end of the stent has the struts uplifted. The involved guiding catheter was not returned for analysis. No add'l anomalies were found. During functional analysis, a large amount of friction was felt, however, the uplifted struts of the stent caused the friction. The crossing profile of the stent was performed and the results were found within spec. A device history record review was performed which showed that this lot of products met all requirements per the applicable mfg quality plan. While the exact cause of the failure could not be determined, it does not appear to be mfg related. Controls are in place to prevent this type of failure from leaving the facility. The damage on the stent could have been caused during the retraction of the stent delivery system thru the guiding catheter.